Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported malfunction and the pt's investigation. Related MDR: 2937457-2014-00505.

Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced peritonitis. It was reported the pt was confused and disconnected himself from the cycler once his caregiver left the room. The accidental disconnect resulted in a breach of sterility which subsequently caused peritonitis. The following was based on medical records provided by the pt's treatment facility. The pt's effluent was cloudy with fibrin after three days of abdominal pain and poor appetite. The pt was treated with vancomycin and heparin.